Event description:
Device #1 of 2: 1627487-2018-00532. The patient is implanted with 2 systems. This report is for the cervical system follow up information identified reprogramming was unable to resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: 1627487-2018-00532. The patient is implanted with 2 systems. This report is for the cervical system. .it was reported lead diagnostics revealed multiple high impedances. The patient reported he suffered a fall. X-rays were ordered. Surgical intervention may be pending to address this issue

Event description:
Device #1 of 2: 1627487-2018-00532. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively, therapy was restored.